Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: dtba1qq ICD, implanted: (B)(6) 2015; 5076-52 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular lead had dislodged and had no capture. The lead was explanted and replaced. The patient is noted to have twiddler's syndrome. No patient complications have been reported as a result of this event.